Event description:
It was reported that when using the bd pyxis¿ medstation¿ es 6k 1 drawer failed due to a cubie issue. The device ejected a full cubie and would not allow it to be reinserted because it continued to detect a cubie in that position. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that drawer four of the main cabinet had failed pocket. A field service engineer (fse) worked with the customer over the phone and connected to the station through the remote support service (rss). The customer did not have a replacement pocket to snap into c1, so the failed pocket message remained on the station. The customer planned to locate a replacement pocket to clear the message. The rest of the machines were functioning normally, so the customer stated that it was acceptable to close the ticket. The system functioned as intended after the field service engineer investigated the issue.